Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received bench testing found damage to components within the hybrid which is consistent with damage caused by high voltage delivery into a low impedance load from the rv to can. Analysis also found that rv setscrew was damaged and all setscrews had silicone, septum material in their hex cavities. The silicone found inside each setscrew hex cavity prevented full insertion of the torque driver into the hex cavity.

Event description:
It was reported that during attempted implant, a popping noise was heard. Low hv lead impedance was observed. All pins seemed to be connected to the header. The decision was made to replace the ICD.